Event description:
A health authority received (B)(6) reports of implanted intraocular lenses (iols) in seven patients with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. These defects have created disabling glare effects. Four of the patients are bilaterally implanted; three of the patients are unilaterally implanted. This pt is bilaterally implanted. This report is for the left eye. No further info is expected. There are (B)(6) reports associated with these events; this is the (B)(6) report.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Product history record reviews for all associated complaints do not demonstrate any correlation between lot numbers, batch numbers manufacturing dates or manufacturing sites. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. No further info is expected. (B)(4).